Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v443598, implanted: (B)(6) 2010-, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# v443598, implanted: (B)(6) 2010, explanted: 2016, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, (B)(6) explanted: 2016-, product type: extension. Product ID: 37085-60, serial# (B)(4)implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. .

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the generator and wire was removed 17 days prior to report due to a staph infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.